Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that immediately after the leadless implantable pulse generator (ipg) was implanted, the threshold had started to increase gradually one day after the procedure and eventually pacing was only securable by the maximum output. A problem with the electrode was suspected although some change of the measurement was seen by changing the body postures. The physician decided to implant a transvenous device in addition without extraction of the leadless ipg after considering the risk of the extraction. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend was rising. Analysis of the device memory had an observation relating to the battery voltage measurements. Minimum monthly battery voltages are not accurate. If information is provided in the future, a supplemental report will be issued.